Manufacturer narrative:
To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. Sem has been scheduled for week 2 in 2011 following which, we will complete our investigation and submit a f/u report.

Event description:
The tip of the wire broke during pull out the wire of the cs target vein. The tip is leaving into the cs vein system.